Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Most likely cause for this event was due to a bent nozzle assembly and turntable home sensor failure. On (B)(4) 2017, an fse visited the customer site and found a bead stuck in carousel drive gear. The fse removed the carousel assembly and cleaned the inside of the unit and the carousel drive gear. Also, the fse cleaned up the analyzer, removing several beads from the inside of the unit. Installed the carousel assembly and performed all associated alignments. The customer ran daily quality control (qc) without errors. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a bead stuck in turntable drive gear.

Event description:
On (B)(6) 2017, a customer reported obtaining error 4002: turn table home not found with their aia-360 analyzer. The customer was unable to run e2, beta-hcg, and prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of e2, beta -hcg, and prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.